Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was high capture threshold due to suspected dislodgement on the left ventricular (lv) lead. No intervention was performed and the patient was stable with no consequences.